Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, during system setup, recurrent error 25741 occurred with arm 3. Tse (technical support engineer) reviewed logs and found that the error came from a stuck patient clearance on universal surgical manipulator (usm) 3. Tse guided caller to press the tornado button up and down button prior to restarting the system. After a hard power cycle the errors returned. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with 3 usms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced error 25741 on universal surgical manipulator (usm) tornado button. The usm was replaced. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error 25741 in the system logs, indicating the patient clearance button was either stuck down or pressed erroneously at start up. Upon visual inspection, fluid intrusion was observed which replicated the customer reported event. The usm was installed on a test system where the button failed. The usm was then installed on a testing protocol where the insertion buttons failed on the tornado down. Once testing was complete, the axes controller spar button (acsb) was verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error 25741 is attributed to fluid intrusion caused by user handling.